Manufacturer narrative:
"Additional information regarding this late medwatch report: during a february 2019 internal review of post-market surveillance data for all apollo products, apollo executive management was made aware that complaints associated with the ce marked orbera365 (12-month intragastric balloon) were not being assessed for reportability consistent with the requirements of 21 cfr 803. Consideration for reportability in the us was incorrectly established based on the difference in the indications for use (i.e. 12-month placement vs 6-month placement) vs considerations for similar devices marketed by apollo. The orbera365 12-month intragastric balloon is a similar device as compared to the orbera 6-month balloon approved via PMA p140008, and as such, complaints will be assessed for MDR reportability going forward." Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon shell was noted to be discolored, as it was dark blue and green in appearance. White particles and yellow particulate matter were noted on the outer surface of the balloon shell. A valve test was performed, and when di water was injected into the balloon valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from several openings on the balloon shell. Under microscopic analysis, fourteen openings were identified on the balloon shell; one opening was located on the anterior portion of the shell, and thirteen openings were located on the radius of the shell. All fourteen openings in the balloon shell were noted to have striated edges, consistent with damage from a surgical tool, and surgical damage from device removal activities. Brown particulate matter was observed on the inner surface of the slit valve. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms.. Complications - possible complications of the use of the orbera365¿ system include: spontaneous over inflation of an indwelling balloon with symptoms including intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care.

Event description:
Reported as: a patient with the orbera365 intragastric balloon had "axr done as part of routine checks. Air in balloon noted. Hyperinflation." The patient reported hair loss. The device was removed.